Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. Blood glucose was 467 mg/dl. Customer stated that she treated with an insulin pump. Customer stated that she woke up and her insulin pump wouldn't turn on. Customer reported that display is blank. Customer reported that the display was not blank less than 30 seconds. Customer reported that insert battery alarm did not display on the pump screen. The insulin pump will not be returned for analysis.